Event description:
3 of 3 reports. Other mfg report numbers: 3014334038-2026-00018. 3006697299-2026-00016. A facility reported a cerelink system (sensor/monitor/cable) was used on a patient. The monitor stopped working showing message: "possible input failure. Verify sensor, cables and patient lead connections.". Therefore, the sensor was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.